Event description:
The customer reported spo2 variance found during testing on a preterm infant patient and reported the spo2 readings were fluctuating below the expected spo2 readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported spo2 variance found during testing on a preterm infant patient and reported the spo2 readings were fluctuating below the expected spo2 readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. During simulation testing, the cable passed manual and preset conditions and provided accurate measurements.  The cable was determined to be functioning as designed., other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: m5g 1x8.